Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating anteriorly, the surgeon took out the original stem and put in a linear stem in less version. He also put in a ten degree liner.